Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex(lcx). A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. The patient¿s status was stable; however, additional surgery was performed. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by MFR.: synergy, ous, mr, 3.0x32mm, stent delivery system was returned for analysis. A visual examination of the crimped stent found no issues with the crimped stent. There were no signs of damage; stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The stent od (outer diameter) of the undamaged proximal section was measured and was within max crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the extrusion. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex(lcx). A 3.00 x 32 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. The patient¿s status was stable; however, additional surgery was performed. Additional information has been requested and is not available.